Event description:
This is filed to report tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A mitraclip nt clip delivery system (cds) was advanced to the left atrium (la), but an echocardiogram revealed small tissue at the tip of the clip. The cds was removed from the patient and replaced with a new cds. In the physician's opinion, the steerable guide catheter (sgc) caused the tissue damage. The procedure was successfully completed with one clip implanted. The mr was reduced to grade 1. In the physician's opinion, a small tissue adhered as the tip of sgc passed through the septum and then it was adhered to the tip of clip during cds insertion. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. This event is not reportable, a letter is not requested and there is no indication of a product issue. Based on the available information the cause of the reported tissue injury is due to procedural conditions (sgc insertion technique). The reported tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.